Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A caller reported receiving a high sensor scan of 218 mg/dl when compared to a built-in meter result of 39 mg/dl. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms of abdominal pain and headache and the customer¿s mother provided the customer with cakes, bread, and jam as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.